Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), impl anted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving infumorph (15mg/ml at 3.7mg/day) via an implanted pump. The indication for use is non-malignant pain. On (B)(6) 2015 it was reported that the patient was in the mental hospital and they were not allowed to use their personal therapy manager (ptm) since (B)(6) 2015. The patient is feeling lousy because they could use their ptm once an hour for a max of 12 boluses in 24 hours. The patient does not feel this change in dose is safe and would like their pump reprogrammed to compensate for the lack of boluses. The company representative reported that the patient hospitalized due to psychiatric issues and there was no reason to believe that the patient was unable to use their ptm. Also, the rep saw the patient over the weekend because the ptm was not working however the patient was able to use the ptm with success four times in a row. At that time the patient claimed that a healthcare professional (hcp) had threatened to remove the pump, which the nurses said was untrue. The rep later reported that the patient had told them that they had passed out while in a store and were taken to the emergency room. The rep noted that the patient seemed to be confused and had given the rep inaccurate information. Also, the patient seemed surprised when their ptm worked while the rep was there, but it worked every time.